Event description:
The facility representative reported to baxter largo technical services one infusor pump in which during infusion the pump would suddenly stop infusing, but would not shut off. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The reported condition of infusion the pump would suddenly stop infusing, but would not shut off was not confirmed or duplicated. The device passed pre-accuracy test. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No repairs were made to fix the reported condition and the pump was returned. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.